Event description:
It was reported that there was a general complaint of pressure sensors requiring replacement. The customer indicated that there was no specific incident to report and that it was a general observation. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of pressure sensors requiring replacement. The customer indicated that there was no specific incident to report and that it was a general observation. There was no patient involvement.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an pressure sensor issues was not determined because no products or device logs were returned.